Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient stated she had never recharged the device. The patient was without stimulation. The sjm met with the patient and confirmed the issues. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where her ipg was explanted and replaced with a different model. The patient reported effective stimulation coverage postoperative.